Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, a patient in the intensive care department experienced breathing difficulties and was given a ventilator to assist in breathing, improving the patient's breathing difficulties and hypoxemia. The ventilator triggered an alarm and technical event: 231008. The patient was unable to function properly. In order to improve the patient's respiratory condition as soon as possible, the ventilator was immediately replaced for treatment. This adverse event delayed the patient's treatment time and increased the pain of breathing difficulties. No consequences for patient.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, a patient in the intensive care department experienced breathing difficulties and was given a ventilator to assist in breathing, improving the patient's breathing difficulties and hypoxemia. The ventilator triggered an alarm and technical event: 231008. The patient was unable to function properly. In order to improve the patient's respiratory condition as soon as possible, the ventilator was immediately replaced for treatment. This adverse event delayed the patient's treatment time and increased the pain of breathing difficulties. No consequences for patient.